Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer reported that blood glucose rose to 512 mg/dl. Customer was able to change site and blood glucose was lowered. Customer reported of seeing air bubbles, but changing infusion set resolved the issue. Customer reported that there was no bent cannula. Customer also smelled insulin but would call back if smell continued.